Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the sample provided. Bd received 17 used pegasus 20ga units from catalog number 383943; lot number 7137295. Through the visual/microscopic evaluation, 12 of the units had a slit tear on the septum top disk. Damage in the form of a tear was observed along the column wall of four of the units. A water-leak test was performed where leakage was not confirmed in either the un-actuated or actuated positions with the units received except for one. The source of the leakage was from the vent hole and caused by a column tear. A definite source that caused damage to the column tear, which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10

Event description:
It was reported that pegasus pnk 20ga x 1.16in qsyte leaked. The following information was provided by the initial reporter: the catheter was leaked at the junction of the q-syte/septum.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus pnk 20ga x 1.16in qsyte leaked. The following information was provided by the initial reporter: the catheter was leaked at the junction of the q-syte/septum.